Manufacturer narrative:
W4d water sol,iso valve build up/debris debris buildup in the water solenoid, kink in water supply hose, clogged water filter restricting water flow. Replaced damaged/worn components and recalibrated unit to factory specs. Customer complaint is a known hazard and is tracked as part of monthly psc meetings.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a g310 cavitron 300 series, they allege that the handpiece and insert tip was getting hot. No injury was reported from the alleged event.